Event description:
(B)(4). Diagnosed with degenerative disk disease. Migraines with nausea few times a week. Increase in sciatic nerve pain, went from tingling to sharp burning pain. Lower back pain was left side and now is entire lower back. Muscle spasms in back has increased in severity and more often. Prescriptions are not helping with pain anymore, and I was taken off other pills and started on these so I dont have a tolerance for them. Having sharp abdominal/side pain. Have referral to neurologist with appt in (B)(6) 2015. Had eeg done and they cant see what's causing migraines. Severe cramps with menstrual cycle. They were same time every month but am currently a week late. Weight gain of about 50 pounds in last year.